Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
Info was received that reported a pt was hospitalized on (B)(6) 2011, due incidence of hyperglycemia. Per the pt, he changed his insulin cartridge, site, and infusion set at 5:00pm on (B)(6) 2011. Prior to retiring for the evening, he checked his blood glucose and it was >400 mg/dl. The next morning, he awoke feeling ill but did not check his blood glucose. At noon, he was still ill and he checked his blood glucose, at his time it was >600 mg/dl. He went to the hospital and admitted and treated with insulin and IV fluids. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.